Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 sn: (B)(4). Device evaluation indicated that the lead revealed visual inspection found two of the electrode pads were pinched by a surgical tool and dislodged from the paddle. The device damage was similar to the typical explant damage and was not considered a failure. X-ray inspection found no cable fractures.